Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found there was no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay.

Event description:
It was reported that when the patient¿s stimulation was high they ¿felt like their seizure aura.¿ this had occurred the night prior to this report. When the healthcare professional (hcp) was turning the patient¿s stimulation off on the day of this report, the patient programmer displayed an elective replacement indicator (eri) message for the first time. The patient¿s last active seizure was at the end of (B)(6) 2014 and their hcp had decreased the threshold setting from 5.9 to 5.2 v. The patient had an appointment with their hcp scheduled for next week. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient was unsure of what icon had appeared on the screen. The implantable neurostimulator (ins) was found to be low and it was replaced. In the past the patient had seizures with their ¿stgs being too high¿ and they were afraid of having another one. Following the ins replacement the patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).